Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital with endocarditis. The ICD was found to be eroded through the pocket and taped to the chest. It was noted that the device had been in this position for approximately three months as the patient did not seek medical attention and had not been seen in clinic since implant. Surgical intervention was undertaken. The device was removed and the lead was explanted. There is no information indicating a new system was implanted at this time. No additional adverse patient effects were reported. The product was discarded and will not be returned.